Manufacturer narrative:
Patient is reported to be very compliant with post-operative recovery process and did not report any falls, traumas, or excessive activities that are likely to have contributed to device migration. The physician verbalized that the ipg implant site was somewhat fatty. It is possible that the tissue quality affected device stability, allowing the ipg to migrate.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat upper back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cervical area of the medial branch nerve. On (B)(6) 2025 the patient contacted nalu product support for assistance with troubleshooting to resolve issues with communication between the ipg and the external therapy discs. Troubleshooting was unable to resolve the issue and xray imaging found the ipg had migrated within the pocket to no longer be seated parallel to the skin surface. On (B)(6) 2025 a surgical revision was performed to reposition the existing ipg to bring it more superficial and suture the ipg into a position to remain parallel to the skin and thus establish consistent communication.